Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a 38mm mod hd std nk, cat: 11-173662, lot: 661780; taperloc por lat fmrl 12.5x145, cat: 11-103206, lot: 573730. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operative findings show surgeon noted well-fixed femoral stem with appropriate anteversion. The trunnion has a mild metallosis/trunnionosis. The acetabular component was loose and was removed easily. Surgeon noted there was some thinning and narrowing of the posterior-superior wall with no anterior rim defects.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported that patient was revised approximately 10 years post-implantation due to elevated metal ion levels and symptoms indicative of metallosis. During the procedure, the femoral head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.